Manufacturer narrative:
Update field: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked and it was found that there was no need to replace the vac and pressure filters. Calibration of pressure and vacuum regulators and found ok. The fse reported that the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had compressor overheating message appeared on the screen. The pump was turned off and replaced with another one. No harm or injury reported .

Manufacturer narrative:
Due to character limitation. Event reporter full name: (B)(6). Event site full name: silesian center for heart diseases. A supplemental report will be submitted upon completion of our investigation.